Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting elevated pacing threshold measurments. The physician believes this lead has migrated or dislodged. Since r-wave measurements were reported to be good and the patient is not in need of pacing therapy, the patient will continue to be monitored. No adverse patient symptoms were reported.